Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check, the patient's ventricular pacing lead exhibited an increase in pacing impedance over the past year and the impedance measurements were now high. The lead polarity was switched from bipolar to unipolar. The lead had triggered an alert for an increase in threshold measurements and a lead fracture was noted. The lead remains in use, however, the physician was going to review whether to perform a lead revision on the next occasion of a device replacement. The patient will be monitored and another device check was scheduled to occur in three months. No patient complications have been reported as a result of this event.